Manufacturer narrative:
It was reported that the clinicians were unable to administer a steroid medication due to the needle clogging. The needle was changed and the injection was able to be completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the clinicians were unable to administer a steroid medication due to the needle clogging. The needle was changed and the injection was able to be completed.